Event description:
The user reported a disconnection of the set at the upper pumping segment component whilst loading it into the pump. The set was not connected to the pt at the time of the event. The event occurred prior to pt use.

Manufacturer narrative:
(B) (4). (B) (4). The customer complaint was confirmed. A full evaluation of the returned sample could not identify any material or manufacturing faults which would lead to the disconnection of the set. Analysis of the breakage has identified that the component broke due to a sideways motion being applied to the set. In the past cardinal health has duplicated this type of damage when force has been exerted on the fitment during improper set loading or unloading from the pump.